Event description:
Customer reported that radioscopy failed mid case without a clear error message. The device has been taken off line, awaiting repair.

Manufacturer narrative:
(B)(4). The investigation showed that the field service engineer (fse) went on site and troubleshot the system. Analysis of the log files revealed error code m062. Error m062 indicates a detection of no synchronization between the xtv camera and the dfi (digital fluoroscopy imaging) module. Further analysis of the error code revealed that the stand trolley cable, which connects the stand and the trolley of this mobile x-ray system has one of its internal connecting cables in this multi connection cable assembly not functioned correctly. Replacement of the stand-trolley cable, resolved the reported problem.